Event description:
It was reported by repair work order that the entire foot assembly fell off the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.